Event description:
It was reported that ongoing malfunction alarms occurred. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, and a small ketone level. Specific bg value was not provided. Customer administered a manual injection to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.